Event description:
It was reported that during a prostate procedure, "a psych pt woke up from anesthesia and began fighting; the pt accidentally pulled out his catheter, which damaged his bladder." Pt outcome: "pt experienced bladder damage." No further info was reported.

Manufacturer narrative:
There has been no alleged device deficiency and no device eval will be performed at this time. The device was not returned to the MFR.